Event description:
In 2008, the patient reported that after her insulin infusion set tubing had been in use for 2 days it turned brown for about 6 inches on both ends. She stated this happened 2 times and the tubing was not discolored when she originally started using it. She stated she discarded the tubings at issue. She threw away the box the tubings came in so does not know the lot number or expiration date and stated the product could have been used past the expiration date. Replacement infusion sets were sent to the patient. The patient did not report blood glucose concerns related to this issue. He patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.